Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl with nausea associated with an alleged site/set/cartridge issue. Reportedly, the patient discontinued pump therapy and was treated at the hospital with intravenous glucose and food and/or drink as treatment. During troubleshooting with customer technical support, it was noted that the patient was using cold insulin in the cartridge. This complaint is being reported because the patient experienced hyperglycemia due to user error (using cold insulin) and not pump malfunction.